Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or device itself become available.

Event description:
It was reported that approximately 2 months after the implant the pacemaker dependent patient experienced syncope episodes. The system has been tested, all electrical values remain normal. The pacemaker remains implanted. The event date was not provided.